Manufacturer narrative:
(B)(4). Method: the complaint expiratory limb of the breathing circuit was returned to the manufacturer for evaluation. The returned expiratory limb was pressure tested and submerged in a waterbath to test for leaks. Results: the pressure and waterbath test revealed a leak, confirming the reported fault. A hole approximately 8mm x 1.5mm was observed 167mm from the patient end. A lot check could not be performed as no lot number was provided. Conclusion: based on inspection of the damage, it appears that the evaqua expiratory limb had been punctured by a blunt object. All rt235 breathing circuits are pressure tested for leaks prior to distribution and those that fail are rejected. This suggests that the breathing circuit was damaged post-production, possibly during storage or setup. (B)(4). Our user instructions that accompany the rt235 state the following: "use caution when positioning the circuit. Sharp or harsh edges and surfaces may damage the expiratory limb." (B)(4).

Event description:
A hospital in (B)(6) reported that an rt235 infant dual-heated evaqua breathing circuit did not pass the ventilator leak test. This was reported prior to patient use.